Event description:
It was reported that the system was explanted due to "suspected mrsa infection"; the removal was elective. Perioperative antibiotics had been administered. At explant, the proximal connector came apart with catheter removal (see MFR report # 3004209178-200804218). Some fluid was found in the pocket, thought to be from the spine. A culture of the device pocket and csf was taken; date and results not reported. The pt did not have meningitis. The pump was filled with saline at the time of explant. The pump had been used to deliver baclofen. The pt had a pre-operative risk factor of debilitated status. Additional info had been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.